Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The following are possible batch numbers: batch hjr967, mfg date: unk, exp date: unk; batch hkr83, mfg date: unk, exp date: 07/31/2019; batch hjr867, mfg date: unk, exp date: 07/31/2019. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: what was the date of the procedure: (B)(6) 2016; what was the name of the initial procedure: bilateral upper blepharoplasty; was the same surgeon for each of the 4 patients: yes; what tissue was the suture used on: upper lid skin bilateral; what was the condition of the tissue (healthy, weak, diseased): healthy; how was the suture placed, interrupted or continuous: running; what post-operative date did the patient present with symptoms: (B)(6) 2016; was there any patient predisposing condition prior to the event (cough, fall, exercise): hit self in eye; what is the surgeon opinion as to the contributing factors to the symptoms: easy suture breakage; what medical intervention was performed for the patient symptoms: incision resutured; what are each patient gender, age, weight, medical/surgical history: gender m, (B)(6); does the patient have any allergies or other conditions: nkoa, hypertension, sleep apnea; what is the current condition of each patient: good, no further complications; representative samples were examined for visual defects and none was found; the packets were opened and all needles were attached to the sutures. The swage area of the needle/sutures was examined for visual inspection attribute defects and no attachment defects were noted. The needles/sutures had a correct swaged. All sutures were dispensed without problems and examined along of the strands and no defects, damaged or sutures breakages were observed. Sutures were tested by knot tensile strength and met the fg requirements.

Event description:
It was reported that a patient underwent a bilateral upper blepharoplasty procedure on (B)(6) 2016 and suture was used on the upper lid skin. Post-operative, the patient presented with symptoms on (B)(6) 2016 and returned to the physician because the suture broke and the incision had to be re sutured. Prior to the event, the patient had hit himself in the eye. The current condition of the patient was reported as good with no further complications.